Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac3 front end board. The sample was returned in the feb board shipping box with electrostatic protective bag. Visual inspection of the front end board was performed and no abnormality was noted. The attached pictures were reviewed. Pictures one through three show a poor ECG signal on the original pump. Picture four shows a proper v-pacer ECG waveform with the replacement pump. Picture five shows the proper ECG cables used on both pumps. The front-end board was installed into a known good ac3 for functional testing. The pump was powered on with no abnormalities. A patient simulator was connected to the pump and pumping was initiated in autopilot. The front end board passed voltage check, bp transducer, and static ram memory. Performed ECG, ap signal and trigger checklist and passed. The pump was also tested with the v-pacer condition, as noted in the complaint file with no alarms or errors. The pump was left to run for over 30 minutes without any alarms or errors. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of ECG artifacting is confirmed based on the attached pictures. The pictures showed a noisy ECG waveform and the pump properly triggering off the ap signal instead. The returned front-end board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
Reported as "artifact of unknown origin on ECG causing timing and triggering issues- unresolved". The report states that "the staff called the hotline for assistance troubleshooting artifact of unknown origin on the ECG. The pump was just transferred from the ccl. Prior to that, the ECG had been fine. The pump is pumping without alarms, using pattern trigger in autopilot mode. Some timing and triggering issues while using autopilot with ECG trigger. The staff changed to operator mode to select ap trigger. 100% v-paced rate 80. Staff changed ECG cable with no resolution. They then changed back to autopilot mode, disconnected and reconnected the ECG cable with no change. After extensive troubleshooting, the pump was swapped out". No report of harm or injury to the patient.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "artifact of unknown origin on ECG causing timing and triggering issues-unresolved". The report states that "the staff called the hotline for assistance troubleshooting artifact of unknown origin on the ECG. The pump was just transferred from the ccl. Prior to that, the ECG had been fine. The pump is pumping without alarms, using pattern trigger in autopilot mode. Some timing and triggering issues while using autopilot with ECG trigger. The staff changed to operator mode to select ap trigger. 100% v-paced rate 80. Staff changed ECG cable with no resolution. They then changed back to autopilot mode, disconnected and reconnected the ECG cable with no change. After extensive troubleshooting, the pump was swapped out". No report of harm or injury to the patient.